Manufacturer narrative:
The product has been returned and investigated. Visually inspection was performed on the returned reader and no issues were observed. The reported complaint was investigated and it was determined that there was no indication that the product did not meet specification. No failure mode was found. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with the button pressed or test strips inserted and as a result, the customer could not obtain blood glucose readings. The customer felt sleepy and the emergency services were called and upon arriving, the customer was administered glucagon via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.